Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic left colectomy, on transection of the left colon, the stapler was not able to fire. The stapler was fired twice for the procedure a third firing was needed to complete it. When the reload was placed on the tissue, it was able to close down and the green button would kick the loop handle forward into the firing position, but it could not be squeezed. The reload was opened and repositioned on the tissue, but the same issue reoccurred. A new stapler and reload were opened to complete the case. There was no patient injury.